Event description:
It was reported a filter did not appear to open completely following deployment via a femoral approach. Manipulation of the filter with the sheath was unsuccessful. Manipulation with a catheter resulted in a complete opening. The pt's condition is good. This device remain implanted, therefore, no failure analysis is available. It was indicated continual flushing of the carrier system during the implant procedure was not performed which co believes may have contributed to this event. Co's directions for use state: "insufficient flushing can allow thrombus formation inside the filter which can bind the legs and prevent complete opening upon release...confirm location of the carrier capsule by injecting contrast thrugh the handle of the introducer catheter.. Do not attempt to move or manipulate an engaged filter...in most cases, a second filter, properly placed, should be implanted for protection against recurrent pe."